Event description:
It was reported that the sensor readings have been off from the customer's blood glucose. The customer' blood glucose was at 169 mg/dl while his sensor read 76 mg/dl. He removed his sensor and noticed there was a slight bend to the sensor needle with a small amount of blood. Later, the customer's insulin pump was attempting to perform a thershold suspend while his sensor was showing a reading of 71 mg/dl and the customer's blood glucose was at 116 mg/dl. The customer stated there was blood at the site and was assisted in turning off the low alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.